Event description:
The end user was at a car dealership with family and went outside to smoke a cigarette: end user did not engage wheel locks at that time. The chair started to roll down the sloped parking lot. End user tried to set the wheel locks after chair was rolling but was unable to stop the chair and it rolled into a metal fence. End user sustained multiple fractures. Two months later end user developed a lung infection and expired.